Event description:
Healthcare professional (hcp) reports one incident of a patient reaction with the psn 210 dialyzer. It was reported that this was the patient's first exposure to the psn membrane and that pt has been on dialysis for one and a half months. During treatment, the patient complained of itching and malaise. Treatment was stopped and blood was returned to the patient with no reported blood loss. Patient was administered benadryl 50 mg IV. The patient has dialyzed subsequently with the f70nr membrane without further incident.